Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The lithium battery on the gpos cpu was evaluated and identified as requiring replacement. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.